Event description:
Air alarms occurred during two routine home hemodialysis treatments which could not be resolved by the operator. Rinseback was not performed due to the presence of air and the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc for each treatment. The pt received a blood transfusion after the second blood loss. Facility staff was not able to provide the date of the transfusion or the volume transfused. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the extracorporeal circuit. The source of the air was not known. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.